Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an inguinal hernia, which required surgical intervention. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the exacerbation of the patient¿s inguinal hernia. Per the pdrn, the patient¿s inguinal hernia was present prior to beginning pd for rrt and had previously undergone a surgical repair. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent hernia surgery. During email follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent outpatient inguinal hernia surgery on (B)(6) 2023. The patient¿s hernia was reportedly present prior to the patient beginning pd therapy and had previously been repaired on an unknown date. Following surgery, the patient¿s fill volume was decreased to 600 ml for 3 days, 900 ml for 3 days, and returning to a full fill volume of 1000 ml. Per the pdrn, the serious adverse events were not caused or contributed to by a fresenius device(s) and/or product(s). The patient is recovering from the surgery and continues to undergo ccpd therapy utilizing the liberty select cycler.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent hernia surgery. During email follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent outpatient inguinal hernia surgery on (B)(6) 2023. The patient¿s hernia was reportedly present prior to the patient beginning pd therapy and had previously been repaired on an unknown date. Following surgery, the patient¿s fill volume was decreased to 600 ml for 3 days, 900 ml for 3 days, and returning to a full fill volume of 1000 ml. Per the pdrn, the serious adverse events were not caused or contributed to by a fresenius device(s) and/or product(s). The patient is recovering from the surgery and continues to undergo ccpd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Correction: b3, d10.

Manufacturer narrative:
Correction: d10 (therapy dates).

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent hernia surgery. During email follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent outpatient inguinal hernia surgery on (B)(6) 2023. The patient¿s hernia was reportedly present prior to the patient beginning pd therapy and had previously been repaired on an unknown date. Following surgery, the patient¿s fill volume was decreased to 600 ml for 3 days, 900 ml for 3 days, and returning to a full fill volume of 1000 ml. Per the pdrn, the serious adverse events were not caused or contributed to by a fresenius device(s) and/or product(s). The patient is recovering from the surgery and continues to undergo ccpd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent hernia surgery. During email follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent outpatient inguinal hernia surgery on (B)(6) 2023. The patient¿s hernia was reportedly present prior to the patient beginning pd therapy and had previously been repaired on an unknown date. Following surgery, the patient¿s fill volume was decreased to 600 ml for 3 days, 900 ml for 3 days, and returning to a full fill volume of 1000 ml. Per the pdrn, the serious adverse events were not caused or contributed to by a fresenius device(s) and/or product(s). The patient is recovering from the surgery and continues to undergo ccpd therapy utilizing the liberty select cycler.